Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.

Event description:
Patient reported a right side rupture. Healthcare professional confirmed right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.4, b.5, g.2

Event description:
Patient reported, a right side rupture. Healthcare professional reported, a right side rupture. Healthcare professional, later reported, capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not opening observed. Capsular contracture: unable to observe as it is not related to the device. Additional observations: creases were observed. Wear abrasion observed. Deformation observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported a right side rupture. Healthcare professional reported a right side rupture. Healthcare professional later reported capsular contracture baker grade I. Device has been explanted.